Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners have not improved the health of their teeth, but is causing discomfort, holes in their teeth and a lot of pain. Patient provided a letter from their endocrinologist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.